Event description:
It was reported that balloon rupture occurred. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after being inflated 2 times. The procedure was completed with another company device. There were no patient complications as a result of this event. It was further reported that 100% stenosed target lesion in severely tortuous and severely calcified arteriovenous fistula and was attributed to challenging patient anatomy, specifically due to very harsh anatomical conditions.

Manufacturer narrative:
Investigation results: the device was returned for analysis. Visual examination identified that the balloon was not folded, indicating it had been subjected to positive pressure. The device was connected to an inflation unit, and upon application of positive pressure, fluid leakage was observed from a pinhole in the shaft located approximately 100 mm proximal to the proximal marker band. Damage to the shaft was also noted at this location. Due to the shaft leak, the balloon could not be fully inflated. Visual inspection of the marker bands and distal tip revealed no abnormalities. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a risk review performed for the mustang device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was unintended use error caused or contributed to event.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after being inflated 2 times. The procedure was completed with another company device. There were no patient complications as a result of this event.